Event description:
It was reported that when using the bd pyxis¿ anesthesia station es with download was stopped on health sight viewer (hsv). The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device with download was stopped. A field service engineer (fse) logged in the desktop, found the c: drive was full. With help from team lead fse was able to identify files that cause driver to be bloated. Fse deleted large, structured query language (sql) dump and temporary files to free space on the c drive, restarted device and free up drive space. The system functioned as intended after the field service engineer repaired the device.